Event description:
The customer reported that the alarm has no power when tested with new batteries. No visible damage to the alarm case. This was detected during set-up and there was no patient contact.

Manufacturer narrative:
(B)(4). Evaluation: evaluation of the product found the battery contacts on the door and the battery springs have evidence of battery acid leakage. The battery springs are bent. The alarm powers on however, the rj-11 connector fits loosely in the sensor port causing the alarm to sound when it shouldn't. Note: the product instructions for use has a warning statement: do not mix old and new batteries or battery brands. This may cause rupture or leakage and may damage the alarm. (B)(4).